Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, wire movement difficulty was encountered. The physician deployed the taxus express2 8.8% 3.00 x 32 mm drug eluting stent in an unk vessel. He noted resistance with guide wire movement on insertion as well as withdrawal. He was able to successfully remove the stent delivery device intact along with the guide wire. No pt injuries or complications were reported.